Event description:
Pt self tester reports discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 2.3, lab: 3.2. Date: unknown, inratio: 2.4, lab: 2.6. Time between meter and lab results was approx 15 mins. Unknown date was stated to be the "next week" after (B)(6) 2010. Pt's target therapeutic range is 2.5-3.0.

Manufacturer narrative:
Investigation pending.